Event description:
A customer reported a signal loss issue with the adc device. The customer reported that the high/low glucose alarm was not available, they became hypoglycemic with symptom of profuse sweating. The customer was treated by spouse with glucagon injection, and an ambulance was called. The customer was additionally treated with juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.